Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a z9002 22.0 diopter intraocular lens (iol) was torn when inserting into the patient's left eye (os). Therefore, the lens was removed and replaced with a back up lens. There was no incision enlargement, no vitrectomy, and no sutures used. Reportedly, the patient has recovered. No additional information was provided.